Manufacturer narrative:
Returned product analysis confirmed slow deflation. The catheter shaft revealed a kink in the inflation lumen which may have restricted the flow of fluid to and from the balloon. The cause of the shaft damage or when it occurred could not be determined.

Event description:
The balloon would not deflate. No pt injuries or complications occurred.